Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the patient obtained high blood glucose (bg) readings on (B)(6) 2012 after bolusing using the meter remote. The reporter stated that the patient woke up with a bg of 134mg/dl which was within normal limits. The patient ate breakfast and the reporter gave a bolus (via meter remote). At 11:16am the patient's bg was at 296 mg/dl and at 1:49pm it was up to 345 mg/dl. The patient's mother claimed that prior to the 345 mg/dl reading, the patient had eaten 27g cars and was given a bolus (via meter remote) for the carbs. When the patient's bg was retested at 3:44pm it was still high at 268mg/dl. The patient's mother claimed instead of bolusing with the meter remote she instead administered correction bolus using the pump and at 4:38pm that late afternoon the patient's bg was back to normal at 128mg/dl. With the elevated bg readings, the reporter claimed the patient experienced increase in thirst and urination. The patient's mother reported that the patient tested negative for ketones the two times she was checked. At the time of troubleshooting, the patient's mother reported that on (B)(6) 2012, while attempting to bolus via meter remote she received a message on meter that it could not communicate with pump. Review of pump bolus history revealed that the boluses had been completed. The reporter denied any issues with the patient's site. She confirmed there was no evidence of insulin leaking. However, during review of pump's cartridge and tubing, the reporter claimed there were visible air bubbles in the tubing and the cartridge. At the time of the call, the reporter was able to prime bubbles out of the cartridge and tubing into the air. The patient's mother informed animas customer support that she cycles plunger more than 3x to remove bubbles. Customer support advised reporter not to cycle cartridge more than 3x since over cycling could affect distribution of lubricant in cartridge which in turn could cause plunger not to move smoothly through cartridge and result in drawing up more air. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.